Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the facility, and the fse identified that the card cage air filter was dusty. The issue was resolved by cleaning the air filter. There was no part replacement required. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that at the start of a da vinci-assisted surgical procedure, the system generated repeated error 95 and the system shut down. The site attempted troubleshooting by power cycling the system; however, the issue persisted. The intuitive surgical, inc.(isi) technical support engineer (tse) also attempted troubleshooting but once again the issue persisted. At that time, the surgeon made the decision to convert to a laparoscopic procedure post anesthesia and port placement. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. Fse confirmed the log pointed to umc2. Fse then confirmed that the patient side cart (psc) shut down itself because of error 95, but vision side cart and surgeon side console had no issues. Fse identified that the card cage air filter had dust, and once the air filter was cleaned the issue was resolved. There was no part replacement required. The system was tested and verified.